Event description:
Customer called about the ultra grip grab bar in the shower as the unit has been secure on her clean porcelain tile for many months (showing 2 green lights, working fine). On saturday night (B)(6), when she went to put the bar back onto her wall (after removing it), the bar came out and she ended up breaking her finger. The ceramic on the bathtub wall came out. She made sure it was dry before this happened as she read the instructions, she hit her head on her bathroom door and as she was trying to grip herself so she wouldn't hit her head, she landed on her finger and broke it. The item was still in her hand when this occurred. Someone had to come help her as her phone fell in the tub, and they grabbed her finger and popped it back into place (wrapped it with brown medical tape) before it got bad before they went to the hospital. She received x-rays and it was confirmed a fracture, as she was referred to go to the ora but she's still awaiting a call from them. She went to her doctor (B)(6) 2023 regarding this. She said the lights won't turn green anymore on the unit. Customer left the ora fracture specialist, and she said the top part of her index finger is fractured, she has a follow up appointment in a few days. She said it would be okay to mail the return label for the item to be returned but asked if any extra reimbursement will occur other than the item itself. She couldn't provide a receipt or proof of purchase but did say she might've purchased this from cvs some months ago. She explained they took the splinter off her finger for her to keep trying to exercise her finger. She explained she starts therapy for the injury next wednesday, (B)(6). She confirmed it was her left hand (finger) that was injured, and that her finger sustained this injury because she tried to catch her head from hitting shower doorknob. Device return inspection: packaging was in excellent condition upon arrival. Package had to be opened immediately upon receipt as customer service made us aware that user medical records had been included in the package. Medical records were given to customer service. There is no significant damage to the packaging. As the packaging appeared on the inside after documents had been removed. The device is wrapped in two layers of plastic bags and included a note written on two sticky notes. Partial note content: carex product grab handle for tub safety detached from wall while getting out of tub. Product observations: device was returned absolutely covered in glitter of an unknown origin. Plastic bags do not appear to have glitter text. Unclear if there was previously glitter in the bag that got on the device or if the glitter on the device rubbed off in the bag. Nearly all the specks visible in the image are pieces of glitter. The photo does not adequately depict the true amount of glitter. Both suction cups are thoroughly covered in glitter. This is a contaminant that could impact the suction cups' ability to maintain suction. Equally significant is the dirt-like substance all around the edge of the cups. This debris is caked on, such that it is very difficult to remove. This substance could easily allow an air gap and lead to sudden loss of adhesion of the device. This device was not cleaned well enough/frequently enough. Contamination. Customer complained that the device lock indicators did not function appropriately. To verify this, the device was placed on the top of a metal table and suctioned to the table. Indicators were verified to be red prior to install. Indicators were verified to be green after install and the device was suctioned to the table, such that it could not be picked up, even with significant effort. Device appeared to have a good amount of suction even with the caked on dirt and glitter present on the cups. So an additional test was conducted. For this test, ~12.5 lbs of weight were added to a bucket. Without cleaning the device or the table, the device was adhered to the underside of the same metal table. Indicators were verified to be green and then a strap was used to suspend the weight from the device. Despite how the image appears, the bucket does not contact anything but the strap during this test. During the first trial, one suction cup detached almost immediately. The lock was engages and in the green position but the cup could not maintain suction. Despite the cup failing the load did not fall as the remaining cup was able to hold the weight until it could be safely removed. A second trial was conducted after wiping the cups and the table clean. No cleaner was used. Only water, a clean paper towel, and effort. With most of the glitter and grime removed, the same test was conducted again. This time the device was able to hold the load without either side coming off. The device was left under load for 2 hours and remained firmly in place. After the two hours an additional weight was added to the load bringing us to a final weight of ~20 lbs. The device remained firmly in place for 5 minutes before the test was concluded. When the locking tabs were released the device remained firmly in place. The suction cup tabs had to be used to remove it. Conclusion: the user claims two seemingly contradictory things here. Firstly, they claim the device was adhered well enough that when it came off "the ceramic on the bathtub wall came out". This would likely require a lot of force so the device must have be adhered securely. Secondly, in the note returned with the device they claim the device "detached from the wall" which specifically states it detached. This sounds as if the device loss suction and came off on its own. The device was not tested to its max weight capacity but the device does work. End user claimed the indicators would no longer change from red to green. Indicators were able to be locked and properly show green when in position. Device is capable of holding weight and does not easily lose adhesion when jostled. It does appear the adhesion was weaker than intended due to the dirty/grime and glitter, as the device performed better under load after the cups were cleaned. No definitive root cause could be determined for this reported failure. However, lack of cleaning seems to have played a role. Many aspects of the complaint could not be corroborated. Complaint cannot be duplicated.

Event description:
Updated information on injury from medical records: three views of the left index finger taken at unity point on (B)(6) 2023 and independently interpreted by me showing no acute fracture or dislocation. Degenerative changes are present. Three views of the left index finger taken in office today and interpreted by me showing no acutre fracture or dislocation. Degenerative changes. Pip joint soft tissue swelling. Assessment: possible left pip joint dislocation, (B)(6) 2023.

Event description:
Updated supplier to (B)(4).